Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The pharmacist stated that the customer reportedly received a blood glucose result between 450 mg/dl and 460 mg/dl and two minutes later a result of 200 mg/dl. The results were obtained on the aviva system within 10 minutes. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
As the suspect device was not returned, testing was completed on retention strips of the same lot with all results acceptable. However, the alleged strip lot is from the list of affected lots included in res 80018. Due to the alleged lot being associated with the reagent cracking failure mode, it is possible that reagent cracking could have caused or contributed to the customer¿s allegation. The allegation was not able to be reproduced but the complaint is being verified based on a known issue with the alleged strip lot.